Manufacturer narrative:
Device serial number is unavailable. Device manufacturing date is dependent on serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system screen went black without prompt from the user. It was noted that there was no power being delivered to the emitter either. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.